Manufacturer narrative:
Device not available for return.

Event description:
It was reported that water leaked from the battery box during a procedure. There was no surgical delay or adverse consequences to the patient and the procedure was successfully completed.